Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Unit passed self test.

Event description:
The customer reported via phone call that insulin pump had button error. The blood glucose at the time of the incident was 174 mg/dl. The customer was assisted with troubleshooting. The device will not be returned for analysis.